Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they will be seeing the patient on (B)(6)2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-jan-18 reporting that the lead migration was found on (B)(6) 2017. The patient experienced worsening pain due to the issue. The patient was reprogrammed and reported to have better relief.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a manufacturing representative regarding a patient. It was reported that the patient¿s lead migrated following a fall. It was noted that the device remains implanted and in service. No further complications or patient symptoms were reported. Indication for use is spinal pain.